Manufacturer narrative:
Common device name: catheter, straight based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number : reporting site: (B)(4). Manufacturing site:(B)(4).

Event description:
It was reported "catheters inside manufacturer box arrived covered in black powder".